Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, during deployment of a 23 mm sapien 3 valve by tf approach, there was a leak on the commander delivery system. A bigger syringe was used to completely expand the balloon and the valve was well implanted. There was no consequence for the patient.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The returned delivery system was visually inspected for any abnormalities. A leak was confirmed under balloon shaft strain relief at the y-connector, which resulted from a complete break on the balloon shaft distal to y-connector. No other abnormalities observed. The balloon shaft outer diameter (od) distal to the y-connector bond met specification. The most relevant work orders for this reported complaint event did not identify any issues that would indicate the complaint was the result of a manufacturing non-conformance. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from june 2015 to may 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of may 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage did not exceed the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. Of note, the CAPA is currently in the control phase. Corrective actions included a change to the balloon shaft¿s material configuration to prevent further occurrences of fracture. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action.